Event description:
Information was received based on review of a journal article titled, "oxford medial unicompartmental knee arthroplasty", which described the outcome of a series of 124 oxford meniscal-bearing unicompartmental arthroplasties carried out for osteoarthritis of the medial compartment, using the oxford knee manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to pain and femoral loosening on an unknown date 1.6 years following the initial procedure. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by svärd uc, price aj in j bone joint surg br. 2001 mar;83(2): 191-4. PMA/510(k) number. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02954 which referenced a journal article written on a study that this patient took part in.